Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(4). The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported that an uption complete stem was implanted for aseptic loosening of the femoral component without changing the cup (ceramic/ceramic couple). In front of a table of early recurrent dislocations, a measurement of the version of the implants was performed (15° anteversion of the uption complete stem and a 0° anteversion cup). It was decided to use a double mobility cup. Intraoperatively, a mobility of the femoral implant motivated a change of the implant for a long cemented stem. The current complaint comes from an article that has not been published yet and transmitted to zimmer biomet clinical department.

Event description:
It was reported that an uption complete stem was implanted for aseptic loosening of the femoral component without changing the cup (ceramic/ceramic couple). Due to early recurrent dislocations, a measurement of the version of the implants was performed (15° anteversion of the uption complete stem and a 0° anteversion cup). It was decided to use a double mobility cup. Intraoperatively, a mobility of the femoral implant motivated a change of the implant for a long cemented stem.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Received x-ray shows that there is a clearance between the bone and the distal part of the stem. Moreover, it can be noticed that no locking pins have been implanted with the stem which could explain the stem instability. Therefore, the reported event is confirmed. In addition of that, it can be deduced from the x-ray that the stem implanted is an uption complete femoral stem revision as the stem has only two locking pins holes (which is a characteristic of revision stems). The product analysis can't be performed as the product was not returned. The review of the device manufacturing quality can't be performed as the product reference and batch number was not communicated. A complaint extract was done regarding revision due to instability: 1 complaint, this one included, has been recorded on uption complete femoral stem revision, from january 01, 2017 to november 30, 2020. The complaint history, regarding the reference number, can't be performed as it was not communicated the complaint history, regarding the batch number, can't be performed as it was not communicated. The review of the surgical technic shows that the uption complete stem can be implanted without the locking pins. So the fact that the surgeon has implanted the stem without the locking pins can¿t be considered as a user error. According to available data, root cause of the event was unable to be determined. However, there is no evidence that the event is related to the product. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.